Event description:
A hospital in (B)(6), reported via a distributor that "a piece between the patient adaptor and wye of the breathing circuits occasionally pops off easily when providers move the patient and circuit." No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint breathing circuits are currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: four rt266 breathing circuits, still sealed in the original packaging, were returned to fisher & paykel healthcare in (B)(4). The swivel was attached to the wye in all returned devices. The circuits were visually examined and pressure tested. Results: visual inspection did not reveal any damage to the returned rt266 infant evaqua2 breathing circuits. The swivel was returned fully seated in the swivel elbow for all four devices and the swivels rotated easily. Pressure test revealed that the returned circuits were within specification and the swivel elbow did not disconnect from the swivel wye during the pressure test. A lot check revealed no other complaints of this nature for lot number 141126. Conclusion: we are unable to determine what may have caused the reported problem. No fault was found with the returned rt266 infant evaqua2 breathing circuits. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt266 state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms.

Event description:
A hospital in (B)(6), reported via a distributor that "a piece between the patient adaptor and wye of the breathing circuits occasionally pops off easily when providers move the patient and circuit". No patient consequence was reported.